Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. There was no motor error alarm. The unit had a minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump was exposed to a magnetic field. The customer's blood glucose level was 209 mg/dl. The customer was advised to discontinue use of the device. The customer received a replacement device and agreed to return the product for analysis.